Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. Blood glucose was greater than 500 mg/dl, which was addressed via the pump. Reportedly, the customer was able to load a cartridge successfully, each time the alarm occurred, and continued using the pump for insulin therapy.